Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
It was reported that the pump is not giving alarm signal. Nurse did not know if vibration or beep signal is missing. No adverse event reported. Pump replaced and requested for investigation.